Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) for investigation. A follow up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(6)): according to the customer complaint: "client reports that during the venous puncture catheter broke, leaving a piece inside the patient's arm. This catheter was removed in surgical procedure."